Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down/smartphone: phone_control_android omnipod 5 software app version: 3.1.6 operating system: bp2a.250605.031.a3.s931usqs7byj9 hardware: sm-s931u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 400 mg/dl after wearing the pod for 6 hours. The patient's caregiver reported that they are not sure if the cannula was inserted correctly and that when the pod was removed, the cannula was found to be bent.